Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to low heart rate, and it was noted on x-ray that this right ventricular (rv) lead had dislodged due to twiddlers syndrome. An attempt to reposition the rv lead was not successful as the lead became stuck in the ventricle. The rv lead was surgically abandoned and replaced. The patient was not pacemaker dependent and no asystole for > two seconds was noted. No additional adverse patient effects were reported.